Event description:
During deployment, the user is questioning a "no shock advised" decision given by the device. The subject was unable to be resuscitated.

Manufacturer narrative:
(B)(4). Method: device ECG and internal memory was reviewed. Conclusion: the device correctly advised, correctly gave multiple "no shock advised" decisions, and correctly reversed four "shock advised" notifications after the final analysis of the pt's heart rhythm based on the device's algorithm. The device performed according to specification.